Event description:
(B)(6)2023: on an unknown date (jan-2023 best estimate) charger port was busted. Additional follow up has been requested to get a clarification of what "busted" means. (B)(6)2023: 3 attempts for receiving follow up performed. No follow up received. Further information is not expected.

Manufacturer narrative:
Manufacturer's ref# (B)(6). Investigation is still in progress; a final report will be submitted upon completion (B)(6)2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register.

Event description:
03-feb-2023: on an unknown date ((B)(6) 2023 best estimate) charger port was busted. Additional follow up has been requested to get a clarification of what "busted" means.

Manufacturer narrative:
Manufacturer's ref#(B)(4). Investigation is still in progress; a final report will be submitted upon completion.